Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) interacted with the patient¿s 100% stenosed lesion during advancement, resulting in the difficulty encountered during advancement. Manipulation of the sds when resistance was encountered likely contributed to the reported stent deformation. Additionally, it was noted that another stent was used to treat the deformed stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery with 100% stenosis. The 3.00x48mm xience xpedition stent delivery system was advanced with resistance due to the anatomy. The stent was implanted; however, the struts were noted to be bent [deformed] due to the vessel stenosis. A 3.5x38mm xience xpedition stent was used to treat the deformed stent. There were no adverse patient sequela. No additional information was provided.